Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified proximal left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the distal part of the mounted stent got flared. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
This device is a combination product. (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with struts pulled distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
This device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified proximal left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the distal part of the mounted stent got flared. The procedure was completed with a different device. There were no patient complications reported.